Event description:
The pt was implanted with two leads of the same lot number. It was reported the pt presented to the emergency room on (B)(6) 2013, where a bacteria growing in the midline incision was found. The scs system was explanted on (B)(6) 2013. Follow-up identified an infection was confirmed and oral antibiotics prescribed. The infection type is not known. It is believed the infection has been resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.